Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. PMA/510(k) number: k072642.

Event description:
It was reported screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: g7: type of report, follow-up number. H3: device evaluated by manufacturer: change ¿no' to 'yes'. A certain® gold-tite® large hexed screw (ilrghg) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device was located and length of use is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1203736). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.